Event description:
Boston scientific received information that this pacemaker exhibited right atrial (ra) lead oversensing. The physician believed that the battery is draining quicker than expected. Boston scientific technical services (ts) reviewed outputs, both were 2.2 volts or less at 0.4 milliseconds. Rate counts appeared to be almost 12 million on ra events and more than 220 beats per minute and with over 14 million premature atrial contraction. The physician planned to reprogram device from automatic gain control to fixed . Additional information received that the issue was due to paroxysmal atrial fibrillation and that device will be reprogrammed to vvi mode. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.